Event description:
I developed fibromyalgia and a rare form of cantanious t-cell lymphoma called lymphomatoid papulosis after a mammogram ruptured a 20 yr old silicone breast implant. This rare form of lymphoma affects only one person in 1.2-1.9 million in population. I have spoken to 5 women that have developed this rare lymphoma after their silicone implants ruptured. I met these women on a support group for this rare cancer, there is only about 800 known cases in the world, so that makes this a true possible risk of silicone. I have large, deep, skin lesions all over my body and lesions internally as well. Dow corning, 400cc, round breast implant, implanted in 1974. The pt's implant was ruptured in 1993 during a mammogram to check its integrity. I developed a rare cantanious t-cell lymphoma called lymphomatoid papulosis within just weeks after the implant was ruptured. I finally found a doctor to remove the ruptured implant in 1998. The surgeon had to remove the loose silicone gel with gloved hands and was unable to remove all the silicone. I have may other problems including fibromyalgia, raynaudis digestive, metabolic, sleep, seizures and other neurological problems. I am completely disabled and have not been able to work since 1994 and am continuing to get worse. I have had to take weekly chemo therapy, methotrexate for the past 10 years to control the many severe skin lesions that I get all over my body inside and out. Diagnosis or reason for use: left breast did not develop- to give a more normal. Event abated after use stopped: no.